Manufacturer narrative:
Investigation: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that they stopped using drawer b. A bd field service engineer (fse) was dispatched and replaced rack due to multiple blocked stations and added shorting pins, returned the instrument to the customer. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective rack. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained in drawer b. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer stopped using drawer b. False results were verified by gram stain back in february but bd was not notified until now. No treatments were changed due to the results. Reports that the drawer had some agitation issues with false positives back in february so they blocked rows and quit using it. He said they were too busy at the time it occurred to call it in. He does not know the exact number nor station locations of the false results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained in drawer b. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer stopped using drawer b. False results were verified by gram stain back in february but bd was not notified until now. No treatments were changed due to the results. Reports that the drawer had some agitation issues with false positives back in february so they blocked rows and quit using it. He said they were too busy at the time it occurred to call it in. He does not know the exact number nor station locations of the false results.